Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-25mm round stiff snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the physician has had multiple snares of this type that had issues with cutting through the target polyps when connected to cautery. Reportedly, they did not note any signs of tissue blanching. The snare was securely attached to the active cord and there were no visible issues noted with the cautery pin. The physician tried to unplug and reconnect the snare but they still encountered the same issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event.